Manufacturer narrative:
((B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this patient requested to have their pacemaker and leads explanted in early-november 2014 due to discomfort. There were no product performance allegations at the time. Should additional information be received, this file will be updated.